Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission, back up vvi mode was observed. Patient was later presented to clinic and a device download was performed successfully. Patient was stable.